Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the gasket was not secure, crack and pieces broken off. Customer reported no damage to the insulin pump's reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.